Event description:
It was reported by repair work order that the cot will not raise to full load height in both powered and manual modes and the head section right side pin would not release not allowing the head section to retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.